Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg was unable to communicate with external devices following an unrelated surgery. Due to this, surgical intervention may take place at a later date.

Event description:
Additional information revealed that patient had ipg explanted and replaced. Postoperatively, effective therapy was restored.